Manufacturer narrative:
The lead is expected to be returned for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned and carefully examined. Visual inspection revealed insulation damage through to the lumen and surface insulation damage noted on the opposite side of the lead under the proximal end of the proximal spring electrode. The distal high voltage and rate/sense conductors appeared intact in the area. Likewise, the distal portion of the proximal spring electrode has been pushed distally - most likely as a result of the explant procedure. Due to the type of damage, this appears consistent with damage caused by the entrapment in the clavicle/first rib region.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited several episodes of noise in which one of the episode, an anti-tachycardia pacing (atp) was delivered. Likewise, the system exhibited high out-of-range shocking lead impedance measurement of greater than 200 ohms. This noise was found to be reproducible with isometrics. A lead insulation issue was suspected. The ICD remains in service while the rv lead was explanted. No additional adverse patient effects were reported.